Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. It reported issue was confirmed and that when the system was unplugged and off, the power conversion enclosure continued to attempt to power on the unit. The enclosure was replaced and the issue resolved. A system checkout was performed and the system is working as intended. The power conversion enclosure was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The enclosure failed the bench test and shorts were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during troubleshooting that the power conversion board was damaged. No patient was present at the time of the event.